Manufacturer narrative:
The manufacturer received the device and investigation is in progress. X-rays or other source documents were not provided for review. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta taper liner, gg/32 on (B)(6) 2013. It was found that the insert was broken when the patient went to the emergency on (B)(6) 2015 due to a car accident which happened a few days before. A revision surgery was performed on (B)(6) 2015 to remove the head and insert.

Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. The compatibility check was performed and showed that the head-liner combination was approved by zimmer. However, the implanted cup and stem remain unknown. The density and the grain size of the insert was analysed and found to be complying with the delivery specification for biolox®delta components. The microstructures as obtained from the quality documents of both parts accomplish the requirements as specified at the time of production. There are no indications of any pre-existing material defect. Secondary metal transfer patterns can be found on the fragments of the insert and on the ball head as a result of contact with metal parts after the primary fracture event. Primary regular metal transfer cannot be found on the provided fragments. This indicates an insufficient or misaligned fixation of the insert in the metal shell. Metal transfer can be found on the transition. This indicates a misaligned position of the insert in the metal shell. However, it cannot be decided clearly, whether this metal transfer occurred prior or after the primary fracture event. Metal transfer on the rim of the insert might indicate impingement between the metal stem and the ceramic insert due to secondary damages the primary fracture surface and the fracture origin cannot be found. Primary metal transfer can be found equally distributed on the conical bore surface of the ball head. Metal transfer on the polished surfaces of both parts indicates metal particles within the bearing - these could potentially have been caused by impingement. On the polished surface of the ball head stripe wear can be found. This might indicate an edge-loading situation and/ or recurring subluxations. The mentioned car accident of the patient in combination with a misaligned position of the insert in the metal shell, causing a local stress rising is the most likely reason for the fracture of insert. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).